Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: intracapsular rupture and "small amount of peri-implant fluid, within normal limits." Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "there are features suspicious for left breast implant intracapsular rupture" vis us report and "small amount of peri-implant fluid, within normal limits." Via MRI report. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Cyst(s)-breast: unable to observe, since it is not related to the device. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, "there are features suspicious for left breast implant intracapsular rupture". Vis us report. And "small amount of peri-implant fluid, within normal limits". Via MRI report. Device has been explanted and replaced with a non-allergan device.